Event description:
It was reported, that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient's pacemaker revealed, the right ventricular (rv) lead had over-sensed noise. Resulting in pacing inhibitions. Further investigation at the clinic was unable to reproduce the noise. The physician decided to cap and replace the rv lead on (B)(6) 2024. The patient was in stable condition.